Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a lar procedure. Reportedly, the staples did not form properly. The surgeon manually sutured to complete the procedure. The hospital has reported no patient injury occurred.